Event description:
Additional information was provided by the customer: the issue occurred after cleaning the equipment for a therapeutic transurethral lithotripsy procedure and the intended procedure was complete with the same device. There was no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress in the main unit, water in the main unit's imaging, water in the camera cable. Based on the results of the investigation, it is likely the following led to the malfunction: for the oledome adhesion peeling (oledome is damaged), investigation results did not lead to the identification of the cause of the problem. Also, for water ingress in the main unit, water in the main unit's imaging, and water in the camera cable, the o-ring was damaged and came off, so the airtightness could not be maintained, and moisture entered the inside, resulting in flooding in various places. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a white object was sticking out of the rubber section of the camera head. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.